Event description:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), pelvic mass ("pelvic mass"), allergy to metals ("known nickel allergy"), back pain ("lumbar pain"), fatigue ("fatigue"), headache ("headaches"), malaise ("malaise"), affective disorder ("mood disorder"), abdominal distension ("bloating"), iron deficiency ("iron deficiency"), urinary tract infection ("urinary infections"), pulmonary pain ("pulmonary pain"), adverse event ("otorhinolaryngology treatment"), tendonitis ("elbow tendinitis"), rotator cuff syndrome ("calcifying tendinopathy in the shoulders"), neck pain ("neck pain"), sciatica ("cruralgia, sciatic nerve pain"), intervertebral disc protrusion ("surgically treated herniated disc with ligament calcification"), ligament calcification ("ligament calcification") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic mass, allergy to metals, back pain, fatigue, headache, malaise, affective disorder, abdominal distension, iron deficiency, urinary tract infection, pulmonary pain, adverse event, rotator cuff syndrome, neck pain, intervertebral disc protrusion and ligament calcification outcome was unknown, the tendonitis had resolved and the sciatica and arthralgia had not resolved. The reporter provided no causality assessment for abdominal distension, adverse event, affective disorder, allergy to metals, arthralgia, back pain, fatigue, headache, intervertebral disc protrusion, iron deficiency, ligament calcification, malaise, neck pain, pelvic mass, pelvic pain, pulmonary pain, rotator cuff syndrome, sciatica, tendonitis and urinary tract infection with essure. The reporter commented: after removal of the implant, major improvement and disappearance of elbow tendinitis. Persistent joint pain as well as sciatic nerve pain. Abdominal x-ray without contrast performed after removal of the implant. Results of tests still pending to date diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Abdominal x-ray - on (B)(6) 2019: after essure removal: results pending still. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-jan-2022. The most recent information was received on 21-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), pelvic mass ("pelvic mass"), allergy to metals ("known nickel allergy"), back pain ("lumbar pain"), fatigue ("fatigue"), headache ("headaches"), malaise ("malaise"), affective disorder ("mood disorder"), abdominal distension ("bloating"), iron deficiency ("iron deficiency"), urinary tract infection ("urinary infections"), pulmonary pain ("pulmonary pain"), adverse event ("otorhinolaryngology treatment"), tendonitis ("elbow tendinitis"), rotator cuff syndrome ("calcifying tendinopathy in the shoulders"), neck pain ("neck pain"), sciatica ("cruralgia, sciatic nerve pain"), intervertebral disc protrusion ("surgically treated herniated disc with ligament calcification"), ligament calcification ("ligament calcification") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic mass, allergy to metals, back pain, fatigue, headache, malaise, affective disorder, abdominal distension, iron deficiency, urinary tract infection, pulmonary pain, adverse event, rotator cuff syndrome, neck pain, intervertebral disc protrusion and ligament calcification outcome was unknown, the tendonitis had resolved and the sciatica and arthralgia had not resolved. The reporter provided no causality assessment for abdominal distension, adverse event, affective disorder, allergy to metals, arthralgia, back pain, fatigue, headache, intervertebral disc protrusion, iron deficiency, ligament calcification, malaise, neck pain, pelvic mass, pelvic pain, pulmonary pain, rotator cuff syndrome, sciatica, tendonitis and urinary tract infection with essure. The reporter commented: after removal of the implant, major improvement and disappearance of elbow tendinitis. Persistent joint pain as well as sciatic nerve pain. Abdominal x-ray without contrast performed after removal of the implant. Results of tests still pending to date diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Abdominal x-ray - on (B)(6) 2019: after essure removal: results pending still. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.